Event description:
It was reported that the shunt did not drain. Surgery on (B) (6) 2010 showed sluggish flow through the catheter.

Manufacturer narrative:
(B) (4). The returned ventricular catheter was patent. However, the lumen of the catheter contained proteinacous debris at the tip, where the flow holes are located. The instructions for use that accompany the device caution that the system may become internally occluded due to tissue fragment, blood clots, tumor cell aggregates, bacterial colonization, or other debris. A review of the mfg records was not possible, as no lot number was provided.